Manufacturer narrative:
(B)(4). Batch # m9117c. The analysis results found that the el5ml device was returned in good visual condition with no broken pieces. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve conforming clips. In addition the device locked out as intended; however, the orange indicator wheel did not show up. No conclusion could be reached as to what may have caused the reported incident and the condition of the indicator wheel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is meant by the end of device broke during procedure? Were jaws damaged? Did a jaw or part of jaw come loose from device? Did any part of device fall into patient? If part fell into patient, was part retrieved? How was part retrieved? Was there any change to procedure or post-op patient care as result of device issue? Are all components of device being returned for analysis? If not being returned for analysis, was end of device discarded?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the end broke during the surgical procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.